Manufacturer narrative:
During the functional and visual check of the handpiece prior to the repair it was found that it was running out of the specification. The head had a dent which shows that it received a strong external hit, e.g. From a drop down. The retention force of the chuck system was too low as it was worn out, the ball bearings have also been worn out and caused that the running characteristics have been bad, and the power consumption was far too high. After disassembling of the product, it got visible that the installed drive assembly was a not certified non-kavo spare part. This shows that at least the last repair was carried out by a not certified repair shop. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue! To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Service may only be provided by repair shops that have undergone training by kavo and that use original kavo replacement parts.

Event description:
The handpiece was sent in for repair and the incoming paperwork informed that a patient has been burned. The burn was smaller than a dime and patient was recommended to use a mix of liquid benadryl - milk of magnesia & warm salt water to rinse the mouth and neosporin for pain reduction. During a call with the dental office it was denied to supply further information, dr just stated that he called patient who confirmed that he is doing fine and doesn't need a follow up.